Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed which showed keypad is the failed component. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was due to a faulty keypad. The keypad will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had keypad issue. The issue was further described as, "9 is preceded by a period (.) When pressed". This occurred during an unspecified process step and it was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.